Manufacturer narrative:
Additional information: annex d code. Correction: patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review titled: determinants and long-term outcomes of largely uncovered struts in thin-struts dr ug-eluting stents assessed by optical coherence tomography. This study is a pre-specified subgroup analysis of the triple assessment of neointima stent formation to reabsorbable polymer with optical coherence tomography (transform-oct) trial. The transform-oct trial was a prospective, randomized, open label, dual-center, assessor-blinded, controlled study of patients with multivessel disease (mvd) undergoing staged percutaneous coronary intervention (pci). To aim of this study was to investigate the determinants and long-term clinical impact of largely uncovered struts (lus) in thin-struts drug eluting stents (des) implanted in complex lesions by intracoronary optical coherence tomography (oct). Eligible patients were randomly assigned 1:1 to receive either a non-medtronic abluminal bioabsorbable polymer everolimus-eluting stent (bp-ees), or a durable polymer medtronic resolute integrity zotarolimus-eluting stent (dp-zes). The culprit lesion in patients p resenting with acute coronary syndromes (acs), or the most severe stenosis related to the documented myocardial ischemia territory in patients with chronic coronary syndromes (ccs) was treated immediately after randomization. Other lesions were treated at different stages. Only stents implanted in the culprit lesion were analyzed. Oct pullbacks were serially performed at baseline, after stent implantation, and at 3 and 18-month follow-up in the first target vessel. Clinicalfollow-up by phone calls or visits were performed at 1, 3, 12, and 18 months, and every year up to 5 years after stent implantation. The primary outcome was the occurrence of target vessel failure (tvf) at 5-year follow-up, defined as a composite of cardiovascular death, target vessel myocardial infarction (mi), and clinically driven target vessel revascularization (tvr). The co-primary endpoint was major adverse cardiac and cerebrovascular events (macce), defined as the composite of all-cause death, mi, stroke, and repeat revascularization, and were collected up to 5-year follow-up. Secondary clinical endpoints included the individual components of macce. Ninety patients were evaluated in this study. Indications for pci included acs, stemi, nstemi, unstable and stable angina. More than 2/3 of cases were acs. Overall, patients had long, complex target lesions in relatively small vessels. At 3 months, lus occurred in 34.4% (n = 31) of treated patients, regardless of stent platform. Malapposition was more common in large vessels and the lus group. There were no differences were observed between dp-zes and bp-ees in lus rate, at neither 3 nor 18 months. Five-year clinical follow-up was completed in 88 patients. Four patients had recurrent events. At 5-year follow-up, no differences were observed in the rate of tvf and macce between the two groups, or their individual components. Only one target vessel mi occurred in the lus group, whereas two patients in the non-lus group suffered a stroke, with no corresponding events in the opposite groups. No definite st was observed in the study population.

Manufacturer narrative:
Title: determinants and long-term outcomes of largely uncovered struts in thin-struts drug-eluting stents assessed by optical coherence tomographytrial year: 2023 reference: doi.org/10.1002/ccd.30379 a2: average age a3: majority gender b3: date of publication medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.